Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg, ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos), resulting in inappropriate therapy being delivered. The lead was attempted to be reprogrammed, but it was determined that the patient is no longer indicated for a device at this time. Due to the patient's age, the system was explanted.